Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On april 25, 2024, senseonics was made aware of an incident where the user received a sensor suspend alert which led to early sensor removal.

Manufacturer narrative:
The sensor suspend alert was first presented to the user on (B)(6) 2024 10 days after insertion. The RMA was authorized for the return of sensor for further investigation. The sensor was tested in-house, but the failure mode could not be reproduced during the return product analysis testing. This may occur in some instances where the failure mode that presents itself is in the body is not reproduced in the lab. A review of the raw sensor data showed a significantly low signal since the insertion. This can be due to coagulated blood from the insertion procedure interfering with the hydrogel leading to noisy or inaccurate sensor readings that triggered the sensor suspend alert. As part of resolution, the RMA was authorized for sensor replacement. B4.date of this report 23 july 2024. D9 device available for evaluation? Yes on 06/14/2024. G3.date received by the manufacturer? 23 july 2024. H3. Device evaluated by manufacturer? Yes h6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.